Manufacturer narrative:
Event date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt noted receiving a recharger service code. Pt reported they went to "charge my machine last night" and stated it kept going to where it was charging and made it to 50% (with excellent connection) but then pt was getting service code 1707 message. Pt stated they tried resetting recharger but reported getting this message about 4 times. Agent reviewed 1707 service code meaning. Pt stated when they went to their bladder doctor their doctor called a medtronic rep and the rep came to the office to meet with pt and pt informed them that, at that time, the pt was getting "zapped from the machine". Pt stated rep asked pt if they were using the belt. Pt stated they had lost their belt so pt got a new one sent to them within two days. Pt stated even with the belt the electrodes on the recharger are still showing to touch skin so pt stated they have been putting the recharger in a sock first and then putting the recharger in the belt. Pt also reported they have noticed they have to fight with the handset because it freezes for a couple of seconds when it's "loading the app". Pt also reported they are having trouble finding their implant under their skin but stated they have lost weight. When agent walked pt through trying to charge ins on the call to troubleshoot pt stated they were getting a request to scan the code. Pt stated they scanned it but stated still getting request to scan the code. Pt was unable to successfully scan code and restarted handset then confirmed was able to successfully pair recharger with handset. Pt initially connected with ins to charge then reported it "kicked off" and pt lost connection. Pt stated this is what it does every time ad pt has to fight with it for 20 minutes. Pt confirmed when attempting to charge over a thin layer of clothing on the call with use of the belt pt was not feeling any shocking. Pt reported sometimes they get 1707 message and sometimes they get "device not found, please reposition charger" message after a certain time when trying to charge their ins (pt confirmed using the re charger application). Pt reported getting service code 1707 on the call and was unable to maintain connection charging. Agent reviewed to tighten and reposition belt and pt was still unable to connect to charge. Pt stated they have been able to charge for about 20% in the past but then will lose connection despite recharger being positioned correctly on their ins. Pt had same issue with recharger both in and out of the belt and with holding the recharger on their implant. Pt stated that the rep just used their recharger and put it up against pt's ins and added some new settings. Pt was told to come back to doctor in 6 months and they would see if it's still doing the same thing. Pt was sitting while trying to charge on the call. Pt stated their ins feels a little deeper. Pt reported due to losing weight they "think that little pocket of fat that you put it in the machine is now moving around inside of me" and stated they think "it's not sitting the way it should be sitting". Pt provided event date as "I want to say like a couple months after I had this machine first put in". The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's rep called in on (B)(6) 2023 reporting patient was seeing error code 1707. Caller reports patient has lost some weight, 30lbs. Caller reports the ins used to be superficial, but now patient cannot feel the device. Caller reports patient charges over their clothing, not the charging belt. Agent suggested a tight-fitting clothing to hold the recharger in place. Caller reported they will be discussing with the physician. Patient said the ins didn't want to charge. Patient said the ins charges ½ way, but also stated that their device is fully charged. Patient said their healthcare provider (hcp) told them since they lost 30 pounds they were going to go in and move the ins closer to the skin. Additional information was received from the healthcare provider (hcp). They stated that the cause of the ins charging half way was unknown. When asked what steps were taken to resolve the issue, they reported the device was explanted. They also stated that the patient was successfully able to recharge the implant to 100%.